Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary noted. The surgical task being performed when the issue occurred was suturing. There were no reports of the instrument colliding with any other instrument or tool during the procedure. There were no reports of issues related to opening/closing of the grips. There were no reports of issues related to left/right (yaw) motion of the grips. There were no reports related to up/down (pitch) motion of the wrist. There were no reports of any cables visibly protruding from the distal end of the instrument. There were no reports of a fragment fall inside of the patient¿s anatomy. The reporter stated that there were photographic images of the device(s) or a video recording of the procedure available for isi review, but none were attached to the follow-up. The procedure completed by using a backup instrument. Refer to section a. Patient information and field h10 for updated values.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The mega needle driver instrument was analyzed and found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no discoloration, corrosion, or contamination the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contributed to the cable breaking. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, mega needle driver instrument cable broke while in use. There was no reported injury.